Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise causing oversensing; the noise could be reproduced with arm manoeuvers. All other electrical values were good. The physician suspected the lead was broken and considered explanting the lead. A lead revision was performed but it is unclear if the lead was capped. Explanted or repositioned. The patient was in stable condition. No additional information was available at this time.